Manufacturer narrative:
Evaluation of the returned portion of driveline confirmed damage that would have contributed to the reported driveline fault, low speed, and low flow alarms. Technical services personnel arrived onsite on 26oct2017 and performed an external driveline repair. The replaced portion of driveline was returned measuring approximately 16 inches. Examination of the driveline did not reveal any evidence of damage to the outer silicone jacket and bionate. The driveline was tested for electrical continuity and revealed intermittent discontinuity on the orange wire. Additionally, an electrical short to shield was identified on the orange wire. The metal shielding showed minor wear approximately 2.5" from the controller connector. Visual inspection of the wires revealed the orange wire had fractured at the controller connector, exposing the inner conductors. The observed damage to the orange wire appeared to be the result of fatigue failure due to repetitive flexing at this location. A fracture in the orange wire would have been detected by the pocket controller when comparing wire currents, resulting in the observed driveline faults alarms captured in the log file. Additionally, if exposed conductors from the damaged orange wire made contact with the metal braided shield while the system was connected to a tethered power source, the resulting electrical short could have contributed to the low speed and pump stop events captured in the log files. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced previously reported pump stoppages were reported under medwatch MFR report # 2916596-2017-01736. Unique identifier (UDI) # (B)(4). Approximate age of device ¿ 1 year, 8 months. The replaced portion of the driveline was returned for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that multiple driveline fault and low flow alarms occurred while the system controller was connected to batteries. The patient was asymptomatic. The system controller was exchanged; however, the alarms did not resolve. The patient was advised to use the ungrounded power module patient cable, which had been provided in (B)(6) 2017 due to previously reported pump stoppages. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed by the manufacturer¿s technical services representatives. After the procedure, no issues were noted after the system controller was connected to the power module with a grounded patient cable. No additional information was provided.